Event description:
The customer stated that he was having trouble getting out of the manual prime screen. The customer finally was able to get out of the screen and accidentally delivered a bolus of 25 units. The customer stated that he called the paramedics for assistance as his blood glucose levels dropped to almost 0 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.